Manufacturer narrative:
Initial 1 of 3. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that, the patient experienced infusion set detachment, he lost 2 sets in the shower and 1 in bed due to tape not sticking event occurred on (B)(6) 2026.